Event description:
The patient was positioned for retrogrades in lithotomy. X-ray was notified to come and shoot a scout film. The table was not functional at all and would not move in any direction, and the procedure had to be delayed. The patient had the cysto that was scheduled, but was unable to have retrogrades. The physician felt that since he saw no apparent lesions in the bladder, the procedure could be rescheduled. A part had to be ordered for the table, which is working now. The patient was asleep on the table, and the malfunction delayed the surgery by at least an hour.